Event description:
It was reported that the right atrial (ra) lead had out of range impedance and undersensing and lead malfunction. Suspected insulation failure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).